Manufacturer narrative:
The customer reported event, "during the procedure, the device suddenly triggered an alarm" so the malfunction was reported because no code was provided at the time. However, additional information received specified the error was e102, which is not reportable. This malfunction would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.

Event description:
It was reported that during a procedure, the subject generator device suddenly triggered an alarm. There was no harm or injury reported.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.